Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and tested. Visually, the main pusher rod (gray trigger) presented no anomalies and functions as intended when operated. When red trigger was tested, the push rod would advance but could be easily pushed back in when pressed against a hard surface. This failure is typically observed when the push rod had been rotated so that it was no longer locked into place with the gear powered by the red trigger. Therefore, when the red trigger was pulled it would advance the push rod only due to the remaining friction between the two parts. The condition with the red trigger rod was likely caused during assembly of the applier by not locking the rod in place prior to press fitting the top cover onto the applier. This complaint could be confirmed and failure could be attributed to manufacturing assembly issue. Similar failures identified in the past have led to initiating a CAPA. Work instruction for functional testing was updated to include a "push/pull" test for the meniscal applier assembly by the supplier. 100% inspection during assembly will be conducted to avoid recurrence of similar issues. A batch record review has been conducted and our results indicate that this batch of product was processed without incident that could cause this failure. Further, a review into the mitek complaints system revealed no other complaint for this lot were released to distribution. It seems this lot was released before the corrective actions were implemented. Therefore no further actions are warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 3 for the same event. It was reported by the affiliate in (B)(6) that during a meniscal repair surgical procedure, it was observed that the second implant could not be deployed. According to the report, the first omnispan implant was deployed perfectly in place. A new meniscal deployment gun was used and it worked well. It was not reported if there were any delays in the surgical procedure, a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.